Manufacturer narrative:
Device analysis: the ultrasonic core (usc) was observed to be broken approximately 84cm from the luer barb, at the start of the treatment zone. Additionally, the treatment zone was severely kinked. Due to the damage to the usc, functional testing was unable to be performed. The reported error messages were unable to be confirmed; however, it was likely that the error messages were caused by the broken usc.

Event description:
Reportable based on device analysis completed on 17oct2023. An ekosonic endovascular device, 106x30cm was selected for use in a bilateral ekos procedure. After approximately 90 minutes of ekos therapy, there were multiple error messages observed on the control unit. Troubleshooting was unable to resolve the issue. The ekos device was ran as a standard infusion catheter without the use of ultrasound to complete the procedure. There were no reported patient complications. However, device analysis revealed the ultrasonic core (usc) was fractured.